Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Concomitant products. Model: 429688, lead; implanted: (B)(6) 2013.

Event description:
It was reported that the patient had experienced a syncopal episode. Upon interrogation of their implantable cardioverter defibrillator (ICD) it was discovered that the patieints right ventricular (rv) lead exhibited oversensing noise that resulted in inhibition of pacing. A lead revision was completed and the lead rv lead was capped and replaced. No further patient complications have been reported as a result of this event.